Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The decrease in longevity estimation was believed to be due to a programmer anomaly.

Event description:
Additional information that the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an anomaly noted on a patient's device indicating premature eri. The device met its expected longevity and midlife battery behavior. Device replacement was recommended.